Event description:
The sales rep reported that during a shoulder repair that the 2 of the 3 sutures on the customer&apos;s healix peek 3 suture anchor 5.5mm broke when the surgeon was tying the knot. The sales rep confirmed that the suture was not near any sharp devices. The surgeon left the anchor secured within the bone hole. The surgeon completed the procedure using an additional same type anchor to secure the fixation. The sales rep reported no patient consequences or delay.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information has been provided to determine a root cause for this event, therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.